Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the displacement test, rewind, self test and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. Unit was unable to prime during prime/compromised force sensor system test and alarmed motor error during basic occlusion test due to faulty fsr (gold). The motor was tested outside of the unit and passed. Unable to perform the occlusion test, excessive no delivery test and the delivery accuracy test due to prime anomaly. Unit had intermittent button response on the express bolus and up arrow buttons due to corroded keypad traces. No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Unit uploaded properly using carelink. Unit had cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube, cracked reservoir tube window, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. Here is no data available due to the unit did not have a battery installed when received. (B)(4).

Event description:
It was reported via phone call that the customer passed away in an unknown location. The cause of death was not provided. The caller stated that the customer had coronary pulmonary issues and diabetes that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The caller declined to provide further information. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The caller did not state whether they would return the insulin pump for analysis, but unexpectedly returned it. This report was made for the failure analysis results.